Manufacturer narrative:
No customer returns were available for investigation. A search of complaints for lot: 04089un19, determined there were no similar reports for this issue. Review of trending reports for the alinity c creatinine assay found no trends related to this issue. The manufacturing documentation associated with the reagent lot were reviewed and did not identify any issues. Labeling was reviewed and found to be adequate. Based on all available information no systemic issue nor product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information is available.

Event description:
The customer obtained a falsely elevated alinity c creatinine result for a male cancer patient. Sample ID (B)(6) generated 4.28 mg/dl and repeat the next day under sid (B)(6) generated 1.11 mg/dl. The customer further indicated the subsequent sample from the patient also generated 1.1 mg/dl. No impact to patient management was reported.